Event description:
The patient's initial activation was delayed due to the incorrect placement of the electrode array. The surgeon was successful in reinserting the electrode array. The patient remains implanted. The patient continues to be monitored by the center.